Event description:
Per the physician, the patient reported experiencing pain at the site of the fixture and abutment. The physician indicated the fixture osseointegrated with no signs of infection, swelling or trauma. The patient was explanted in 2009 with no intentions for reimplantation.